Event description:
It was reported that this right ventricular (rv) lead was programmed off due to unclarified reason. At this time, this rv lead remains in service. No additional adverse patient effects were reported.